Manufacturer narrative:
The embolic material was not returned for analysis as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the embolic material was defective, but rather procedure related events. Angioarchitecture, vasospasm, reflux, long catheter dwell time, or prolonged injection time may result in difficult catheter removal and potential entrapment. Failure to wait a few seconds to retrieve the micro catheter after the embolic material injection may result in fragmentation of the embolic cast. Per the instructions for use (IFU): do not allow more than 1 cm of onyx les to reflux back over catheter tip. Difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture: very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above. Upon completion of the embolic injection, wait a few seconds, slightly aspirate syringe, and then gently pull the catheter to separate it from the cast. Failure to wait a few seconds to retrieve the micro catheter after the injection may result in fragmentation of the embolic material into non-target vessels. All products are 100% inspected for damages and irregularities during manufacture.

Event description:
Medtronic received report that the catheter was entrapped by the liquid embolic material. This event occurred during a trans-lumbar which was accessed through the iliac vein and into the sac. A little "blob" of embolic material on the catheter tip was created before pulling out the catheter, but the catheter got stuck. The device was tugged harder, which ended up separating a little bit of embolic material, which traveled into the iliac vein. This event was then treated with a stent to trap the embolic material. The patient was asymptomatic post intervention.